Manufacturer narrative:
H3, h6: the navio bone screw driver, part number pfsr110164, pn(10)8016483 used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a mechanical component failure. This failure is an identified failure mode within the risk assessment. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during a navio procedure, as the doctor was putting in his bone pins, he stated that the tip of the pin driver was broken off. It did not fall into the patient area and there was no negative impact on the patient. The surgeon still completed the case with the desired outcome by using a back-up device. A delay of fewer than 30 minutes was reported. No other complications were reported.